Event description:
It was reported by the customer that a pyxis medstation es system drawer 1.2 containing oxycodone 5mg was grayed out and unable to recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The technical support specialist found logs appear to align with legitimate hardware failure. Customer mentioned that technician came onsite for other concerns and addressed this device as well. The system functioned as intended after the technical support specialist troubleshooted the device.